Event description:
It was reported that the subject device had an image problem. The issue occurred during a diagnostic ureteroscopy procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image problem. The issue occurred during a diagnostic uretroscopy procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Olympus will continue to monitor the field performance of this device.